Manufacturer narrative:
The was reported to vygon via medwatch (B)(4). The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample showed that the catheter was leaking at the junction of the catheter with the fixation wing. Microscopic inspection showed that the catheter was partly torn off. The most probable cause for this failure mode is a tensile fracture in combination with the use of alcohol-based disinfectants. However, we do know which kind of disinfectants had been used nor how long the catheters were in place . To improve the awareness regarding the use of organic solvents (i.e. Alcohol based) with this catheter, CAPA (B)(4) was issued to include a special warning leaflet inserted into each packaging, and a warning message is printed on the outside of each primary packaging.

Event description:
While performing sterile PICC re-dress of l arm PICC, noted leaking of lipids from area where PICC catheter meets hub. Attempted to pull blood from PICC and air noted in line. Noticed a crack in catheter at hub connection. Removed PICC. Catheter tip intact. Infant tolerated well, no patient harm.

Manufacturer narrative:
The was reported to vygon via (B)(4). The complaint investigation is currently in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
While performing sterile PICC re-dress of l arm PICC, noted leaking of lipids from area where PICC catheter meets hub. Attempted to pull blood from PICC and air noted in line. Noticed a crack in catheter at hub connection. Removed PICC. Catheter tip intact. Infant tolerated well, no patient harm.